Manufacturer narrative:
E1 - initial reporter address 1: 35-1 chigasakichuo, tsuzuki ward

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified third right posterolateral segment artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured vertically between the blades upon the first inflation at 4atm for 15 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.